Event description:
A customer contacted beckman coulter inc., (bci) and stated they were having reaction wheel temperature errors; 2402 and 2406 on immage 800 immunochemistry system customer reported that controls (unknown which chemistry) are also out of range. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found vacuum tubing #16 collapsed and overflowed cuvettes. The fse replaced vacuum tubing and the fan that was causing the reaction wheel errors. As of (B)(4) 2011, no reoccurrences of either issue noted. Hardware is the root cause for this event.